Manufacturer narrative:
The lens was returned to b+l. Visual inspection found both haptics bent and the optic cut to the center. Functional testing could not be performed due to the returned condition of the lens. The cause of the damage cannot be determined. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Inspection and test records indicate that this lot conformed to specification at the time of release. Based on the information available, the root cause of the event cannot be determined.

Event description:
It was reported that the patient's capsule was compromised while the surgeon attempted to insert the li61se intraocular lens into the patient's eye. The lens was then removed and a vitrectomy was performed. An anterior chamber lens was implanted and sutures were placed. The patient was seen by the surgeon on (B)(6) 2011 and presented with corneal edema, which the surgeon expected due to the complications experienced during surgery. The patient was treated with a topical antibiotic eye drop after surgery. The patient's current prognosis is good. Reference MDR # 1119279-2011-00155 for the delivery device.